Event description:
...

Manufacturer narrative:
No additional information is available for this event.

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc. (Bci) and reported receiving one damaged ostase calibrator vial. There was no affect to patients or end users with regard to this event.